Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
An mhra user report has been received, reported by a hcp "3 month history of consistent reactions to the omnipod dash pump. No sign of infection. Localised to the cannula so ? Allergic to that, rather than the adhesive patch. Also had some leaking pump cannulas ?related. No improvement with the use of an under-patch provided by omnipod. We have recommended a trial of comfeel as a barrier. Also advised to try and rotate the omnipod, and if possible avoid reusing irritated areas for 6 weeks, however that that is likely to be difficult due to young child and sensory difficulties so reluctant to wear in sites other than her legs". The report notes that 5 patients are involved. This is report 4 of 5.